Event description:
Medtronic received a report of an axium coil that failed to detach, stretched during removal, and had a pushwire break. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the posterior communicating artery segment of the left internal carotid artery. Aneurysm dimensions were provided as having a max diameter of 4mm and a 2.8mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the treatment of the aneurysm, after the microcatheter was positioned, a coil was smoothly inserted to form a hoop and fill the aneurysm. At the final stage, the coil was inserted, and during detachment, the pushrod was broken off at the detachment zone and the detachment wire was withdrawn. It was found that the coil failed to detach, so the coil was withdrawn. During withdrawal, the coil was stretched, but it was successfully retrieved outside the body. Afterwards, an apb-1-2-3d-es coil was reinserted to finish the procedure, and the surgery was completed. It was noted that non-detachment occurred. The physician did not attempt to detach the coil with any instant detacher, but one manual attempt was made with the hypotube. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f guiding guide catheter, echelon 10 microcatheter, and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. There were no issues that resulted in the damage that was found. There were no issues encountered prior to the coil non-detachment.